Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on the date of report, the sensor was removed and the patient did not see the sensor wire underneath the sensor pod. She reported that she was concerned about a potential broken sensor wire. The patient reported that she experienced no pain or sign of infection, and that no medical intervention was required. At the time of the call to dexcom technical support, the patient reported being in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.